Event description:
Healthcare professional reported "ruptured". This record is for the right side. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Clarification b3 (date of event): nov-dec 2024 was reported. Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as surgical damage. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted and replaced with a non-abbvie device.